Event description:
This notification was opened for review for information received that a black material floating in the chamber on more than one occasion: brain fog, cough, head throbbing, body aches, body sensitivity, sweating, fever, off balance & dizziness, smelled gas, respiratory issues. The customer went to the neurologist and had testing done which included a brain CT scan w/& w/o contrast, carotid neck ultrasound and probes attached to head to test brain waves, with then a diagnosis of cerebral microvascular disease & chronic left-sided headaches. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.